Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead exhibited high impedance. It was also reported that there was an apparent lead fracture. During the lead revision, blood and fatty tissue was found in the lead socket. The socket was cleaned and flushed, and the lead was reinserted and retested, and impedance values were normal. The lead remains in use. No patient complications were reported as a result of this event.